Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call blood glucose issue. The customer's blood glucose was 53mg/dl at the time of incident. Trouble shooting was performed and found blood glucose of 239mg/dl and took bolus then two hours the device showed there were two units of insulin left and had blood glucose of 53mg/dl. The low was treated with food and current blood glucose is 194mg/dl. Advised to monitor blood glucose. The insulin pump will not be returned for analysis.